Event description:
It was reported that the device performed continuous reboots during a running ventilation episode. The device was replaced in a controlled maneuver. The event has reportedly caused a temporary desaturation but it was explicitly mentioned that no health effects were resulting from that.

Manufacturer narrative:
The device is not under a dräger service contract - the hospital uses a third-party organization for the provision of maintenance and repairs. Dräger requested further information from the user facility and, it was responded that an overaged internal battery has caused the reboots. As per report, the device is back in use after an exchange of the internal battery. Dräger reconstructs the course of event as follows: the savina is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. If the condition that triggered the reboot is rather related to the hardware, it is likely that the error condition cannot be removed by rebooting. This was obviously the case during this particular event - the users reported continuous rebooting and, the most likely explanation is that the battery voltage was that low that the start procedure of the power supply unit could not be completed and the reboots remained thus unsuccessful. For the involved device, a similar event was already reported in (B)(6) 2021 under dräger's ref. Number (B)(4). The user facility did also not involve dräger in examination and repair of this earlier instance. It was reported that a third-party service provider had replaced the battery that time. Dräger does not sell spare parts to external - it must be concluded that an accessory of unknown provenience was used for this earlier repair and, a causal connection to the recurrence of the malfunction cannot be excluded. Dräger cannot be held responsible for events that are caused by circumstances like these. Appropriate measures to prevent from events like that are in place: dräger recommends regular battery checks and an exchange interval of two years at average use condition. The battery serves as an important feature to compensate mains power losses and thus, the user is advised to check battery availability during each instance of the pre-use test - the power plug shall be removed and, the user has to check if the device continues operation on battery. This test is able to identify an outdated or depleted battery. Device not available for evaluation.